Manufacturer narrative:
The pacemaker was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this pacemaker were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. On (B)(6) 2018, the implant detected a ventricular bipolar lead defect. Fluctuating ventricular pacing thresholds between 0.6 v and 2.5 v wer also documented. The pacemaker was then first inspected visually, and the connection system was examined. The screws and the spring elements of the lead connections were free of defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The pacemakers capability to provide therapy was tested. The antibradycardia output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed a specification-conforming behavior in regard to its device functions. In addition, a check of the impedance measurement functions of the pacemaker was performed and showed no anomalies that could be related to the clinical observation. The device functioned properly. In summary, the device was free of defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.

Event description:
After an implantation period of approx. 31 months, a high pacing impedance was observed. The device was explanted.